Event description:
It was reported by the patient that the pump was alarming and the screen read no disposable clamp tubing. The screen read, run residual volume 112.0 milliliters. The patient denies any air in the tubing. The patient was instructed to turn the pump off, close a clamp on the tubing and remove the cassette. No bubbles were observed in the tubing that extends across the top of the cassette. Tubing was massaged and cassette tapped lightly on a firm surface. Cassette was reattached, clamp was opened, and pump was started. The screen read run residual volume 112.0 milliliter. Rate was confirmed and the pump continued to alarm. The patient was scheduled to remove the pump that coming sunday. Since this was the second time the patient had this issue and the pump kept alarming even after troubleshooting, the patient was instructed to discontinue the treatment and call their doctor. The pump was requested to be replaced. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.